Event description:
Boston scientific received info that this dextrus atrial lead had dislodged. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse pt effects were reported.